Event description:
This female patient was presented to the intervental lab for an embolization procedure of an aneurysm located in the internal carotid artery. The information states that after the physician purged the delivery system and locked the y-connector, he noticed that saline was leaking from outside of the delivery tube. The information states that thre was good connection between the y-connector and the flushing syringe. There were no cracks or breaks noticed at the hub or on the shaft of the delivery tube, and there was no mishandling of the product prior to prep. The product was not used in the patient. A new dcs coil was used to successfully complete the procedure.